Event description:
Recurrent issue with unstable connection between chemolock bag spike and IV fluid bag containing chemotherapeutic agents resulting in a system wide increase in chemo spill events starting back in fall 2017. We have been working with ICU medical to investigate and follow up on this issue.